Event description:
Boston scientific received information that during a routine check of this system, during threshold testing, this patient experienced a syncopal event due to loss of capture. The patient was monitored for forty minutes and was then sent home. No adverse patient effects were reported.

Manufacturer narrative:
No other adverse events have been reported. This product issue will be updated if additional information is received.